Event description:
It was reported that during the implant procedure, the atrial lead was repositioned twice. The lead exhibited non capture, decreased impedance measurements and lower p waves. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and was analyzed. The outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).